Event description:
Information was received from a consumer regarding a patient receiving hydromorphone 40mg/ml at 13.132mg/day and bupivacaine 20mg/ml at 6.566mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated that he was getting the pump replaced due to thinning of skin since (B)(6) 2016. The patient stated at first the healthcare provider thought it was a hernia and the healthcare provider redirected the patient to the surgeons for consultation. The patient stated the surgeons do not think it is a hernia and that the thinning of the skin around the pump area is paper thin. The patient has been approved by the insurance company for a pump replacement at the end of the month due to the "thinning of the skin." The patient also stated that the longevity alarm date for the pump is coming up also in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.